Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: the lot number was not provided and batch review could not be performed. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the device burned the duodenum in two places. The black plastic was a bit "graffitied". Suturing was required. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4)). Associated medwatch reports: 9610612-2024-00266 (aesculap ag reference no. (B)(4)). 9610612-2024-00267 (aesculap ag reference no. (B)(4)). Involved components: (aesculap ag reference no. (B)(4)) gk373r/ inner tube w/handle for gk372r. (Aesculap ag reference no. (B)(4)) gk372r/ handle f/monopolar electrodes 5mm.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: the batch number was not provided and batch history review could not be performed; good-faith attempts had been made to obtain this information. According to the manufacturer's reporting evaluation in accordance with 21cfr part 803, section 803.3. This event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: 9610612-2024-00266 (aesculap ag reference no. (B)(4)). 9610612-2024-00267 (aesculap ag reference no. (B)(4)). Involved components: (aesculap ag reference no. (B)(4)) gk373r/ inner tube w/handle for gk372r. (Aesculap ag reference no. (B)(4)) gk372r/ handle f/monopolar electrodes 5mm.